Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test or verify error 49 and 23 alarm due to the missing retainer and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received pump error after self test. Previously insulin pump received pump error which was cleared and customer was able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.